Event description:
The customer reported the device showed a report error when booting up. There was no patient involvement.

Event description:
The customer reported the device showed a report error when booting up. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca.